Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device had leakage during user handling and water invaded the device, causing abnormality in electrical components. The event can be prevented by following the instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of image "cuts" out was confirmed. The results of the evaluation are as follows: 1.) Bending section cover and instrument channel leak noted; 2.) Insertion tube dent; 3.) Image produced did not meet olympus standards; 4.) Buckling and deformation of the instrument channel noted; 5.) Deterioration/damage of adhesive (due to chemical/physical stress); 6.) Low angulation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that dents on the insertion tube were noted and the image "cuts" out. This report is submitted due to the report of temporary loss of image. The problem, as reported to olympus, was identified during preparation for use. There was no user or patient injury, associated with the event, reported to olympus.